Event description:
Pt was undergoing laparoscopy for ectopic pregnancy. Forcep started making a loud humming noise and steam was noted to be present in the abdominal cavity. Seitzinger was immediately turned off and removed from field of surgery. Pt's internal organs were thoroughly examined by surgeron for burns, none found. A new seitzinger was introduced without further incident.